Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 590 mg/dl and a trace level of ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support, the customer had not yet been discharged however, issue was resolved with no permanent damage.